Manufacturer narrative:
Medical records were received and reviewed. No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: patient with history of dvt and protein c deficiency had a vena cava filter deployed below the renal veins prior to surgical intervention. Approximately one month post filter deployment physician's review of a CT scan demonstrated filter limbs extending into the ivc wall. Approximately two months post filter deployment the filter was removed and the venogram did not demonstrate any evidence of extravasation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, upcoming podiatry surgery and protein c deficiency. At some time post filter deployment, it was alleged that the filter struts extended into the ivc wall. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Patient with history of dvt and protein c deficiency had a vena cava filter deployed below the renal veins prior to surgical intervention. Approximately one month post filter deployment physician's review of a CT scan demonstrated filter limbs extending into the ivc wall. Approximately two months post filter deployment the filter was removed and venagram did not demonstrate any evidence of extravasation. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month post deployment, CT revealed filter struts extending into ivc wall. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, upcoming podiatry surgery and protein c deficiency. At some time post filter deployment, it was alleged that the filter struts extended into the ivc wall. The device was removed percutaneously. The current status of the patient is unknown.